Manufacturer narrative:
Section g3, h6 (device code): correction. Manufacturer's investigation conclusion: the evaluation of the submitted log files identified a persistent low flow hazard alarm. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account reported that they were the result of the patient having no blood pressure. This appears consistent with the report that the patient was unresponsive in the morning of (B)(6) 2020. A specific cause for the patient outcome could not be conclusively determined, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was pronounced in the emergency department on (B)(6) 2020. The patient was found unresponsive in the morning, and the cause of death was not known. The submitted controller event log file captured a low flow hazard alarm starting at 08:22:47 on (B)(6) 2020, which persisted throughout the remainder of the log file which ranged through 11:54:24. This alarm was associated with the calculated flow being captured between 0.0 and 2.0 lpm, below the low flow threshold of 2.5 lpm. Of note, the controller periodic log file captured a calculated flow of 3.6 lpm on (B)(6) 2020, at 06:01:03. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. It was later reported that the low flows were the result of the patient having no blood pressure, and (B)(6), would not be returned. There is no product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 entitled ¿introduction¿, addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files identified a persistent low flow hazard alarm. Log file analysis appeared consistent with the report that the patient was found unresponsive on the morning on (B)(6) 2020. The account communicated that the patient¿s death was likely part of the patient¿s right ventricular dysfunction condition (refer to manufacturer's report number: 2916596-2020-01445). A direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established. The submitted controller event log file contained information from 08:21:08 through 11:54:24 on (B)(6) 2020, and captured persistent low flow hazard alarms. Of note, the controller periodic log file captured flow above the low flow alarm threshold on (B)(6) 2020 at 06:01:03. The pump appeared to have functioned as intended at the set speed. It was later reported that the low flows were the result of the patient having no blood pressure, and (B)(6) would not be returned. There is no product available for investigation. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01aug2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: previous right heart failure (rhf) was reported under MFR#: 2916596-2020-01445. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient was at home, on milrinone due to right ventricular (rv) dysfunction; the patient's condition had been declining for over a year due to his rv failure and was home on palliative care. Emergency medical services (ems) had been called to the house for patient being unresponsive and low flow alarms at 8:21 am (as waveforms confirmed); patient was intubated in the field for no respiratory exchange. The no external power events were from transport when the patient was not placed on batteries (mobile power unit just unplugged from the wall). The pump was running on the emergency backup battery (ebb) during transport; there was no pump stop. The pump was attached to external power upon arrival to the emergency department (ed). It was noted that the patient had fixed and dilated pupils upon admission, had no audible blood pressure and point of care ultrasound showed no cardiac activity . The patient was pronounced dead and the ventricular assist device (vad) was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was pronounced dead in the emergency department on (B)(6) 2020. Log file analysis captured numerous low flow events beginning at 8:21 am on (B)(6) 2020. The flows then got as low as 0 liters per minute. Additional information received on 15oct2020 states that patient was found unresponsive on the toilet in the morning. Patient had no blood pressure. The device was not explanted and won't return for evaluation.